Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) basket wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific that a gemini stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure one of the basket wire detached completely inside the patient and was retrieved successfully with no harm to patient. The procedure was completed with another gemini&#10259;tone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.